Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, the handle was used with two reloads and, on the third firing, the gun got stuck and the instrument did not fire. It was reported that the green safety button could be pressed, but the surgeon was unable to squeeze the handle. A new handle was used with the same reload on the same tissue and it fired well. No patient symptoms were reported.